Event description:
It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation with grade 4, and prolapsed anterior mitral leaflet. Two mitraclip xtrs were implanted successfully, and the mr was reduced to grade 1. On (B)(6) 2022, the patient experienced cardiac decompensation. In the physician's opinion the cardiac decompensation was not related to the mitraclip devices. On (B)(6) 2022, a transesophageal echocardiogram (tee) was performed and revealed a single leaflet device attachment (slda). The clip had detached off the posterior leaflet and remained attached to the anterior leaflet, causing the mr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) and heart failure appear to be related to patient conditions. The recurrent mr appears to be related to the slda. Recurrent mr and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional clip was implanted to the treat the report issue. There is no indication of a product issue with respect to manufacture, design or labeling.